Event description:
A talent stent graft system was inserted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the device kinked intra-operatively directly distal to the loaded stent graft. The delivery system was removed from the pt and the stent graft was deployed on the sterile table after which it was reloaded into the delivery system. The delivery system was reinserted into the pt and the stent graft was successfully deployed at the intended location. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval results: (tortuous anatomy). (Stent graft was deployed outside the pt and reloaded into the delivery system). Eval condition: (tortuous anatomy). (Stent graft was deployed outside the pt and reloaded into the delivery system). Eval summary: the delivery system was returned and its eval was completed. The sheath was bent and kinked at 32mm, 50mm and 65mm. There were significant kinks at 120mm and 178-195mm, which included the bent area. The inner member was kinked at the 120mm kink on graft cover. A 0.035" test guide wire was advanced through the guide wire lumen from the distal tip end and advanced fine until the point of the 120mm kink where it was unable to advance further. The device was successfully flushed through the flush port. With investigation performed, the pt's tortuous anatomy may have contributed to the kinking of the device.